Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, when the 5mm applied clip applier was inserted into trocar, piece of trocar diaphragm tore off and went into patient. The piece was removed from patient by the surgeon.